Event description:
The device was used during a wedge resection. Reportedly, the staples did not form properly and the anvil and cartridge disengaged hitting a vessel that caused bleeding. The surgeon performed a thoracotomy and manually sutured to correct the condition. The hosp has reported the pt's condition is satisfactory.